Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had damage on the external portion of the driveline which was repaired with rescue tape sometime in 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone jacket of the driveline (dl) was confirmed through evaluation of the external portion of the driveline. Although a specific cause for the damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Product testing was conducted under MFR # 2916596-2021-05656. There were no electrical issue identified, and the dl functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Both documents contain sections regarding caring for the driveline and how to respond in the event of driveline damage. No further information was provided. The manufacturer is closing the file on this event.